Manufacturer narrative:
Meter returned for evaluation. No defect found most likely underlying root cause: mlc-20: test strip had poor storage. Test strips UDI: unknown. Note: manufacturer made contact with customer to ensure that the replacement products resolved the initial concern ¿ able to establish contact with customer who indicated that is comfortable with readings.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 120-160mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer¿s expiration date is 04/30/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).